Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the device found no damages or defects that would cause the cannula to dislodge. The cause of the reported dislodged cannula could not be determined. No evidence of bleeding was observed on the returned device. Inspection of the device found no damaged or defects that would cause bleeding.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels reached about 621 mg/dl while wearing the pod between 24 and 36 hours. The pod reportedly was coming loose from the infusion site on their arm, causing the cannula to dislodge. When the pod was removed, there was a small bruise around the infusion site. Symptoms reported include the patient getting thirstier, nauseous, and vomiting. The patient was treated with insulin drip and unspecified fluids. The patient was discharged on (B)(6) 2025.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1 operating system: bp2a.250605.031.a3.s918usqs6eyk3 hardware: sm-s918u. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.